Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Upon inspection, fsr noticed error codes for transducer failure and motor failure. After diagnostic test, it was determined that the turbine was causing the failures and ventilator inoperable.

Event description:
The customer reported ventilator inoperable issue on the vela unit. At this time, there is no information regarding patient involvement associated with the reported event.